Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5090647. The event of infection(unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: almost died due to sepsis.

Event description:
Patient reported "almost died due to sepsis¿. Patient additionally reported, ¿brain fog, ringing in ears¿, ¿insomnia¿,¿dizziness¿, ¿dizzy.¿, ¿nausea¿ , ¿chronic fatigue¿, ¿joint pain¿, and ¿heart palpitations¿; these events are not related to the device. Device remains implanted. This record is for the left side.